Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/26/2026, it was reported that the patient was standing in line for breakfast at the restaurant and experienced loss of consciousness. The cgm reading was 117 mg/dl at that moment. The parent treated the patient with a glucagon injection. When the parent took a fingerstick after treatment, the blood glucose reading was 130 mg/dl and the cgm reading would have been off by 100 mg/dl. The emergencies were called by someone at the restaurant, but the parents only spoke to the paramedics over the phone. The patient was alert by then, and the paramedics confirmed that they had taken the action needed. No further medication was reported, and the patient was not brought to the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 100 points. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.